Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for peritonitis and a blood infection (septicemia) and is undergoing antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, weakness, nausea, vomiting, and diarrhea. A peritoneal effluent fluid culture and blood cultures were collected, and the patient was formally admitted. Although the pdrn¿s response is somewhat unclear, it appears the patient was diagnosed with peritonitis and septicemia and was treated with intravenous (IV) daptomycin (dose, frequency, duration not provided). The patient¿s final peritoneal effluent culture result returned negative for growth, however the patient¿s blood cultures returned positive for gram-positive cocci with multiple staphylococcus organisms noted (sample contamination suspected), and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events (abdominal pain abated) and continues to utilize the same liberty select cycler at home following discharge. The pdrn reported the cause of the peritonitis and septicemia is unknown; however, there was no fresenius product(s) and/or device(s) involvement. A follow-up peritoneal effluent fluid culture and cell count are expected to be collected 2 weeks following the completion of the IV antibiotic course at home.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis and septicemia (characterized by abdominal pain, weakness, nausea, vomiting and diarrhea), which warranted hospitalization and IV antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and even the blood stream in severe cases. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for peritonitis and a blood infection (septicemia) and is undergoing antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, weakness, nausea, vomiting, and diarrhea. A peritoneal effluent fluid culture and blood cultures were collected, and the patient was formally admitted. Although the pdrn¿s response is somewhat unclear, it appears the patient was diagnosed with peritonitis and septicemia and was treated with intravenous (IV) daptomycin (dose, frequency, duration not provided). The patient¿s final peritoneal effluent culture result returned negative for growth, however the patient¿s blood cultures returned positive for gram-positive cocci with multiple staphylococcus organisms noted (sample contamination suspected), and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events (abdominal pain abated) and continues to utilize the same liberty select cycler at home following discharge. The pdrn reported the cause of the peritonitis and septicemia is unknown; however, there was no fresenius product(s) and/or device(s) involvement. A follow-up peritoneal effluent fluid culture and cell count are expected to be collected 2 weeks following the completion of the IV antibiotic course at home.